Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no cause established due to no device problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bronchoscope suction was not working properly and the device did not return fluid from the patient's lungs. The issue occurred during a diagnostic bronchoscopy infection ball aspiration procedure involving an olympus bronchovideoscope. The procedure was successfully completed by changing the procedure technique. There was no patient injury reported.